Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Complaint investigation found objective evidence indicating a product problem, thus the complaint is confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to be confirmed.

Event description:
A user facility biomedical technical coordinator reported a hemodialysis (hd) machine rotor pump cut the combiset bloodline during a patient's hemodialysis treatment. The estimated blood loss was unknown. No patient injury was noted. Additional information was request but was not received to date.

Event description:
A user facility biomedical technical coordinator reported a hemodialysis (hd) machine rotor pump cut the combiset bloodline during a patient's hemodialysis treatment. The estimated blood loss was unknown. No patient injury was noted. Additional information was request but was not received to date.

Manufacturer narrative:
Correction: h6 health effect - clinical code.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technical coordinator reported a hemodialysis (hd) machine rotor pump cut the combiset bloodline during a patient's hemodialysis treatment. The estimated blood loss was unknown. No patient injury was noted. Additional information was request but was not received to date.